Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID d164vwc implantable cardioverter defibrillator. (B)(4).

Manufacturer narrative:
Product event summary : the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the impedance trend on the rv (right ventricular) pacing lead was rising, the weekly pace lead trend data showed an increase for minimum and maximum right ventricular pace impedance equal to 776 to 1440 ohms peak between (B)(4) 2013.

Event description:
It was reported that the right ventricular lead exhibited a rise in pacing impedance over the last few months. It was noted that there was no excessive oversensing, however, there were some short interval counts (sic). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.